Manufacturer narrative:
Analysis on the returned thoracic probe resulted in a physical damage failure that was found when analyzed. Analysis states that the tip is severely bent. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the probe instrument is damaged. There was no patient present when this issue was identified.